Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that this was a arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, there was resistance advancing the device in the patient anatomy and only slow blood flow was noted from the marker lumen so the physician decided not to deploy the device. There was resistance removing the device from the patient; however no tissue damage or breakage of the device occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.